Event description:
Contact reports a skyline variable screw broke in situ. The screw remains in the patient and there are no plans for explantation.

Manufacturer narrative:
The broken screw remains in the patient and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. X-rays were examined and patient does not appear to have fused. However, no definitive conclusions could be made. This was a challenging case and the product selection and patients non-union may have contributed to the event. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed. Device remains in patient.